Event description:
On (B)(6) 2017, pt underwent successful percutaneous revascularization of the right femoral artery with angioseal deployment. Pt was discharged home on (B)(6) 2017. On (B)(6) 2017, pt admitted to hospital due to right groin abscess and sent to surgery for I&d and exploration of right groin with removal of foreign body. On (B)(6) 2017, pt underwent second surgery for removal of packing from wound and placement of wound vac to groin site. Pathology labeled "foreign body" is a 9 cm length of rigid plastic green tubing with a consistent diameter of 1.5 mm. There is a central narrow lumen. Pt remains hospitalized.